Event description:
It was reported that a rise in capture threshold and poor r-waves indicated dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.